Manufacturer narrative:
(B)(6). Additional information: customer reported potential lot numbers: sr15b01056, sr11j11012, sr13a30067 and sr14c31011. The lots were manufactured on february 1, 2015; october 11, 2011; january 30, 2013; and march 31, 2014 respectively. A batch review was conducted for all reported lot numbers and there were no deviations found related to this reported condition during the manufacture of the lots. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a n interlink that was unscrewing from the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.